Event description:
The customer reported obtaining high sodium (na) patient results and quality control on their au480 clinical chemistry analyzer. The samples were repeated with normal results. The customer did not release high results outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for one patient.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified defective buffer valves. The fse replaced the buffer valves to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).